Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their device was deactivated. Technical services (ts) referred the patient to their clinic. No additional adverse patient effects were reported. This device remains in service.